Manufacturer narrative:
P-cap or reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test and self test. However, unit received with unexpected battery power loss and had high sleep and active currents due to moisture damage noted in pcb 2. After swapping pcb 2 with a test board, unit passed sleep current measurement. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, keypad overlay peeling, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and short battery life. Insulin pump was ask to change the battery every two weeks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.